Event description:
It was reported that while the ventilator was connected to a pt, the displayed pressure and flow curves were flickering when the 100% oxygen breath function was activated. (B)(4).

Manufacturer narrative:
The oxygen gas module was replaced and this solved the problem. It was however not returned for investigation but a video from time of the event was received. The video showed ventilation on a pt where the pressure and flow curves were flickering. The reported failure seen in the received video was most probably caused by a sticky membrane in the nozzle unit. The nozzle unit, which is part of the gas module and consists of a membrane, a mouthpiece and a feather spring, is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The delay affects the regulation of the gas flow through the gas module and causes failure during pre-use check and, during ventilation, causes the delivered gas flow and pressure to be higher than set. A feather spring with a coarse surface was introduced in (B)(6) 2010 to prevent it from getting stuck to the membrane. The cause of the stickiness is wear of the membrane in nozzle unit. (B)(4).